Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained her scs ipg does not hold a charge. A sjm representative met with the patient and provided support for the patient and instructed the patient how to charge her ipg. However, the patient stated that she has tried charging the ipg for more than 5 hours and the ipg would not hold the charge even though the charging light would continued to flash green without interruptions. The patient declined additional help in troubleshooting the issue. Follow-up identified the patient underwent surgical intervention and her scs ipg was explanted and replaced with a different model ipg. Effective stimulation was reportedly restored postoperatively, and the patient stated she was satisfied with stimulation at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.